Event description:
After the lens was implanted, the capsule bag tore. The incision was enlarged to remove the lens and suture was needed to close the wound.

Manufacturer narrative:
See MDR 1920664-2010-00086 for the delivery device used with this intraocular lens. Reporter stated there was nothing wrong with the lens.